Event description:
Upon removal of the IV catheter the nurse found that the catheter was missing a portion from the distal end. Attempted to locate the catheter fragment by cut down procedure, unable to locate. Unable to visualize the catheter fragment via x-rays. Patient was asymptomatic and was discharged.